Event description:
While supporting a patient on the rotaflow the unit stopped pumping due to a "head error" they rebooted the unit several times which finally resolved the error. Once it resolved several minutes later the unit stopped once again due to another "head error". Hand-cranking was required during both instances. The console has been changed. No harm to patient was reported. (B)(4).

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
Initially a "head error" during patient used was reported and caused the complaint. The ssu (service and sales unit)informed on 2020-03-31 as follows: "when the unit came in the console was fine but the drive was what failed. When a hear error occurs it can be from the console, the drive, or both. In this case it was just the drive." All furhter investigation according to the effected drive were done in the complaint#(B)(4). The reported failure "head error" on the console could not be confirmed. The most probable root cause is the drive was detected as defect and is investigated in the complaint#(B)(4). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.